Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported on behalf of another hcp that a patient was injected with juvéderm® volite. It was suspected that the patient developed an embolism. Additionally, there was 2 ml of juvéderm® volite injected into both cheeks and chin. The symptoms are purpura, and ulcer. The crusted, stinging improved and there was a dark purple color remaining. The patient was treated with dolamycin at the end of the month, and then 4 days later the patient finished dolamycin. The patient started tropical application of rinderon v. The doctor started the application of prostandin ointment and topical application of hydroquinone they continued topical application of rinderon v. The hcp instructed the patient to take over-the counter medication orally and topically through photos and line messages. The hcp was unable to perform the dissolution treatment and it was rescheduled. The syringe was initially used.

Event description:
A healthcare professional (hcp) reported on behalf of another hcp that a patient was injected with juvéderm® volite. It was suspected that the patient developed an embolism. Additionally, there was 2 ml of juvéderm® volite injected into both cheeks and chin. The symptoms are purpura, and ulcer. The crusted, stinging improved and there was a dark purple color remaining. The patient was treated with dolamycin at the end of the month, and then 4 days later the patient finished dolamycin. The patient started tropical application of rinderon v. The doctor started the application of prostandin ointment and topical application of hydroquinone they continued topical application of rinderon v. The hcp instructed the patient to take over-the counter medication orally and topically through photos and line messages. The hcp was unable to perform the dissolution treatment and it was rescheduled. The syringe was initially used.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2 and h6. Correction to g.3. Aware date of supplemental medwatch emdr-(B)(4). Aware date should have been listed as 24/jan/2025.

Event description:
A healthcare professional (hcp) reported on behalf of another hcp that a patient was injected with juvéderm® volite. It was suspected that the patient developed an embolism. Additionally, there was 2 ml of juvéderm® volite injected into both cheeks and chin. The symptoms are purpura, and ulcer. The crusted, stinging improved and there was a dark purple color remaining. The patient was treated with dolamycin at the end of the month, and then 4 days later the patient finished dolamycin. The patient started tropical application of rinderon v. The doctor started the application of prostandin ointment and topical application of hydroquinone they continued topical application of rinderon v. The hcp instructed the patient to take over-the counter medication orally and topically through photos and line messages. The hcp was unable to perform the dissolution treatment and it was rescheduled. The syringe was initially used.